Event description:
It was reported that 15 days after catheterization, the catheter leaked, and the catheter was blistered, and it was found that the catheter was broken at 5cm, and the catheter has been pulled out (the analysis of the head nurse mainly focused on the infusion of chemotherapy drug etoposide injection, after the stock solution was pumped). It was reported this occurred with three devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.